Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead with stylet inserted was returned in one piece, the helix was returned extended and clogged with blood/tissue with the helix extension length measured within specification. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During the initial implant procedure, the atrial lead dislodged multiple times when attempting to position the lead. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.